Manufacturer narrative:
Weight. Ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -14.5/+1.5/094 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Excessive vault is reported. The lens remains implanted. The cause is reported as unknown; the doctor stated that the patient did not have any problems.